Event description:
It was reported that pump declared altitude alarm and customer had previously experienced similar issue with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate method for insulin delivery if necessary, while technical support arranged warranty replacement pump.